Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on "(B)(6) 2016, 9:00am". The patient takes insulin (self-adjuster) to manage her diabetes and at around 9:00am stated that she took less food and drink as a result of the alleged product issue. The patient claimed that 3-4 hours after the product issue began she developed the symptom of "frequent urination". The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, the meter batteries did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.